Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons had intermittent response. The patient stated that the down arrow button required multiple hard presses to respond. The patient confirmed that the keypad was intact however admitted that "the pump had been dropped several dozen times". The patient reportedly wore the pump in an undergarment and cleaned the pump with a toothpick. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with peeling by the up arrow and down arrow keypad buttons. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the ok and contrast keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The keypad buttons did not have normal spring back or click.